Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model#: sc-3138-25, serial #:(B)(4), description: scs phiii ext 25cm.

Event description:
A report was received that the patient was experiencing a painful and constricting sensation in the neck when the stimulation was turned on and adjusted higher. The patient underwent a lead revision. The patient was reportedly doing well postoperatively.